Event description:
The manufacturer received information alleging a malfunction of the oxygen blending module board. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the navigational button failed to respond. The device's front panel/keypad led board was replaced to address the issue.